Event description:
The customer reported that the insulin pump had a malfunction. Her blood glucose reading was 524 mg/dl at the time of the event. She treated the blood glucose with orange juice. In troubleshooting, the patient was advised to contact a physician about her high blood glucose. The insulin pump passed drive support cap, rewind, and manual prime tests. The customer further stated that there are frequent low battery alerts. The proper methodology and installation procedures for batteries were explained to the patient. The customer was advised to revert to a back up plan if necessary. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.